Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site in the pt's iliac artery. During attempts to inflate the balloon catheter, the balloon burst. Subsequently, the stent became dislodged from the balloon catheter and embolized. The pt was sent to the operating room to remove the embolized stent. The surgery was successful. There were no complications reported relative to this event. It is reported to us that this pt expired six months after this procedure under unrelated circumstances.